Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) upon power up. The platform was restarted ; however, the error message could not be cleared. There was no patient involvement reported. No other information was provided.

Manufacturer narrative:
The customer's reported complaint of the platform exhibiting user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing. The root cause was attributed to a faulty load cell 1. After the load cell 1 was replaced, the autopulse platform passed all the testing and meets all required specifications. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 1) was faulty. Replacing the load cell 1 remedied the ua7 error message. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. A run in test was performed and the platform passed functional testing and there were no faults/errors found during testing. A visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).